Manufacturer narrative:
Due to character limit: e1. Event site name and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer discovered before routine inspection that the cardiosave intra aortic balloon pump (iabp) malfunctioned, iabp power on electrical check failed, fault code 3. There was no patient involvement reported.